Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failure was present in the insulin pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was 12.8 mmol/l at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed self test and the test was passed. Customer did the self test because no sound on insulin pump. Customer set audio on level 1 and heard beep. Customer set audio on level 5 and saved the setting. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.